Event description:
Patient suffered and/or will suffer pain, inhibition of the ability to walk, unnecessary and additional surgery, and other injuries presently undiagnosed. (B)(6) 2011 - medical records were received. The revision operative report indicates that the femoral stem was loose. Additionally, there was a gush of fluid upon opening the joint capsule. The hip was filled with granulation tissue and the acetabular cup had migrated into a retroverted position, but was remarkably adherent to the bone.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.